Event description:
It was reported that a slide in the loaner kit was found with the tip broken off of the instrument.

Manufacturer narrative:
Method: device history review; complaint history review; device inspection; results: a materials analysis indicated that the device possibly fractured as a result of hydrogen and/or carbide embrittlement. However, based on the age of the device the plausible root cause is believed to be normal material wear. Conclusion: the slide trial handle was confirmed to have a fractured tip upon visual inspection. No harm/delay was reported as this issue was found during a set inspection and there was not patient involved. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that a slide in the loaner kit was found with the tip broken off of the instrument.